Manufacturer narrative:
(B)(4). Batch # n57366. The analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. In addition, the cartridge shrouds was damaged. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an open sigmoidectomy, the anvil half and the cartridge half could not be joined together at the first firing. The device was not used. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.